Manufacturer narrative:
Received one device. The customer reported issue was confirmed. The root cause of the event was an anomaly in the component (the microprocessor board), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 1280. This indicates a high priority alarm event which pauses the delivery of the pump until the error is addressed. There was no patient involvement.